Event description:
Pt was revised to address loosening of the tibial component at the cement/implant interface, and posterior subsidence. The report states that the cement used in the primary surgery was biomet "green" cement, and that the tibial component lifted out of the cement bed without effort.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.